Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations. It was further noted that the right atrial (ra) lead exhibited atrial und ER-sensing and that all atrial tachycardia/atrial fibrillation (at/af) therapies were disabled due atrial lead position check failure. The ra lead remains in use. No further patient complications have been reported as a result of this event.